Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. The product mandrel was returned with the device. There were numerous kinks to the device. The balloon was tightly folded. The balloon catheter was prepped with an inflation device filled with water to inflate the device to the rated burst pressure. The balloon was able to be inflated and maintained pressure as well as deflated with no issues. During functional testing the balloon inflated to rated burst pressure with no issues immediately.

Event description:
It was reported that balloon rupture occured. The target lesion was located in the left circumflex artery. A 2.00mm x 12mm emerge balloon catheter was selected to use; however, the balloon was punctured by the rough stent and got broken. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occured. The target lesion was located in the left circumflex artery. A 2.00mm x 12mm emerge balloon catheter was selected to use; however, the balloon was punctured by the rough stent and got broken. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.